Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 36. Primary stability not achieved and immediate extraction site. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.